Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
While the ventilator was connected to a pt, the respiratory therapist noticed a large amount of water coming out of the expiratory cassette. The ventilator was alarming for high airway pressure and high peep. The respiratory therapist was unable to adjust the ventilator and it was switched out. The ventilator made a loud whooshing sound. There was no pt injury reported.